Event description:
It was reported that there was a lead warning on the right ventricular lead for low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported having fatigue and chest pains on and off. The lead remains in use.

Manufacturer narrative:
(B)(4).